Event description:
Pt came into hosp with hypoglycemia. Her blood glucose level was 70. The pump registered delivering 21 units of insulin in the last 20 hrs, since midnight. Pt's basal rate was 0.89.u/hr. The nurse requested directions on how to stop the delivery of insulin by turning off, or disconnecting the pump. After discussion she decided not to discontinue pump therapy. A 2nd nurse called the next day to ask about the proper type of insulin for use in an infusion pump. She indicated that pump therapy had been discontinued. There were no allegations that the pump malfunctioned or had caused the low blood sugar level.